Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) reprogrammed system to resolve golden image issue and 311 errors on pcc. System reprogrammed per isi procedure. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting. The issue was resolved after reprogramming the system.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system is faulting via voicemail. Prior to contacting customer, the system was power cycled several times. The logs indicate the patient side cart (psc) has switched to golden image which will require programming to resolve. No further troubleshooting was performed as they had already planned on moving to another room. The procedure was aborted with no patient involvement.